Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer who reported patients were being monitored using ECG and spo2 t when the alarms off icon appeared to the staff as a speaker with an x over it. The customer was worried alarms for spo2 t were not being announced. This occurrence happened only after a philips technical consultant (tc) recent visit. The rse shared the screen and zoomed in on the feature. The feature highlighted was the alarms off indicator (alert bell with a cross through it). The rse explained to the customer that the presence of this icon was normal in the presence of ECG. The rse described to the customer the overview is used by the physicians for documentation purposes. The customer asked if the alarms could be turned off or volume reduced at the station. The rse advised the customer this request should be a consideration of the clinical decision makers. The customer had all their questions were fulfilled by the rse. The rse sent documentation/information on the product to the customer. No further investigation or action is warranted at this time.

Event description:
It was reported the alarms are not sounding as they should. The device was in use on patient at time of event, there was no adverse event reported.